Event description:
Rn reported a home patient that experienced their minicap falling off their transfer set. Per rn, the patient's transfer set was changed and no antibiotic treatment was administered. Rn noted that no lot number is available as the sample was discarded. Per rn, no patient injury or medical intervention was assoicated with this incident.